Manufacturer narrative:
Breakage of device. Description of device analysis: date of procedure: 1/28/1998 only the gdc main coil was returned inside of a catheter. The pusher wire was not returned. After cleaning the catheter in an ultrasonic bath, the coil was flushed out of the catheter. It was then observed that the gdc coil proximal end was totally stretched to more than 110 cm, and lost the helical shape, only the most distal end retained some of its helix. Form the condition of the coil, it appeared that after the main coil stretched, it detached from its pusher wire. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without our independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target was informed that, during the procedure, the coil, while in the catheter, detached itself with power. No other info was given on this procedure.